Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the reported issue (¿endoscope screen is not displayed¿) occurred due to a faulty one-touch connector. However, the root cause could not be identified. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was cancelled. The cancellation didn't cause a delay in treatment/diagnosis.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. Updated field (b5).

Event description:
The customer reported to olympus that the evis lucera elite xenon light source endoscope screen did not appear and the optical light mode lamp did not light. The issue was found during preparation for a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation also found that the front panel letters disappeared. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.